Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex colonic stent was used to treat a 6 to 8 cm malignant stricture in the pylorus during a stent placement procedure performed on (B)(6) 2017. Reportedly, the patient's anatomy was tortuous and had not been dilated prior to stent placement. According to the complainant, during the procedure, the physician attempted to reconstrain the stent but instead of reconstraining, the stent prematurely deployed beyond the stricture site. The physician felt comfortable leaving the stent in place and it remains implanted, and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.